Event description:
It was reported by the plaintiff¿s attorney that the plaintiff was implanted with a sparc sling system on (B)(6) 2005 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff suffered serious bodily injuries, including discharge, and bleeding, dyspareunia, and other injuries. Plaintiff¿s attorney also alleged plaintiff experienced, has undergone multiple surgeries and revisionary procedure, has sustained permanent injuries, disability, pain and suffering, mental anguish, aggravation of a preexisting condition, inflammation of pelvic tissues, recurrent infections, continued urinary incontinence and other serious injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.